Event description:
Physician was doing a laparoscopic hysterectomy and was using the articulating tissue sealer, enseal. At one point during the case she was assessing what she needed to do next, I was changing the co2 tank on the tower, when she panned the camera across the patients abdomen the sales rep for applied medical saw a metal piece and asked her to move back, it was the end of the enseal, it had come apart. It was the part on the jaw that grasps tissue. At that point she then retrieved the piece of metal and we opened another enseal.